Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the black cartridge was used for the first and second firings. First section of second black cartridge has several straight legged staples picked out of it unfortunately. This was not discovered until they were oversewing the entire staple line at the end of case and all other lines looked fine. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: can you confirm the black cartridge product code (ecr60t or gst60t)? Gst60t. Was buttressing material utilized? No. Video analysis: based on the video evidence with medical and engineering review, the belief is that the cause of the reported incident, malformed staples, is due to the application and resulting forces of pulling the staples from the tissue. The analysis found that one plee60a device was returned in good visual condition and with two gst60t cartridge reloads present. Cartridge (b, c) gst60t, l54r8v were received fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The event could not be confirmed as no malformed staples were noted during functional testing. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.